Event description:
The initial reporter received questionable prealbumin results from three patient samples tested on the cobas 8000 cobas c 502 module. Patient sample 1: the initial result was 3.8 mg/dl. This result was deemed correct. The repeat result was 12.4 mg/dl. Patient sample 2: the initial result was 3.2 mg/dl. This result was deemed correct. The repeat result was 16.8 mg/dl. Patient sample 3: the initial result was 20.2 mg/dl. The repeat result was 12.4 mg/dl. This result was deemed correct. The rerun was prompted by the calculation in the customer's middleware.

Manufacturer narrative:
The reagent lot number is 789727. The expiration date was not provided. The investigation included a review of the calibration data; the calibration results were within specifications. The field service engineer (fse) inspected the module and determined that worn-out reagent probes had caused the event. He replaced the probes. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.